Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Event description:
On (B)(6) 2012 a lifescan (lfs) customer care advocate (cca) contacted the lay user/patient from the united states as part of an outbound program. At that time the patient alleged that she was having difficulty going into her onetouch verio iq meter memory to see the high and low. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient mentioned that she had just woken up and so the cca was unable to complete troubleshooting. The alleged issue was not resolved during the call. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that she was having difficulty going into the subject meter's memory to see the high and low. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.